Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was a burn on the plastic distal end cover of the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the burn on the plastic distal end cover occurred when high-energy endotherapy accessories (high frequency, argon plasma coagulation (apc) probe, laser) were used without ensuring a sufficient distance from the distal end. Despite three good faith attempts, information on whether the user had used high-energy endotherapy accessories was not obtained from the user. The event can be detected by following the instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU): operation manual_ using endotherapy accessories *high-frequency cauterization treatment operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning: always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. Laser cauterization: operation manual_ using endotherapy accessories_ laser cauterization warning: to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Argon plasma coagulation (apc) probe. Operation manual_ using endotherapy accessories_ argon plasma coagulation (apc) warning: make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Olympus will continue to monitor field performance for this device.